Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problems(s): "vitrectomy probe no cutting" (failure to cut). A customer reported receiving vacuum, but no cutting from the cutter. There was no cutting sound when the footswitch was depressed. The probe was switched out and the case was completed. There was no pt injury reported. The sample was not saved, therefore, no sample will be returned.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).